Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that ¿small black¿ foreign matter was found inside the cap of a bd insyte¿ vialon-e. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Four photos were returned for investigation. Brownish-white foreign matter was observed in the returned photos. One unused actual sample was returned for investigation. The actual sample was subjected to visual inspection. Solid, brownish-white foreign matter was observed to be embedded in the needle cover of the returned sample. The solid, brownish-white fm was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the solid, brownish-white fm had reasonably matched with a mixture of alkyd-based material and inorganic compounds. The foreign matter was introduced during the manufacturing of the needle cover at the suppliers¿ facility. A (B)(4) has been issued to the supplier for further investigation. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants an additional formal corrective action, resources will be assigned at that time.